Manufacturer narrative:
Investigation summary. Photos received by our quality team for investigation. Through visual inspection, dirt is observed on the cannula, therefore incident is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported that the bd ser plastipak 5ml ll 40x8 al had foreign matter. The following information was provided by the initial reporter translated from spanish to english: syringes have been identified in which unidentified foreign matter is present in the needles of the syringes. This matter is black in color and spread along the length of the needle. So far, this situation has been found in 4 syringes, 2 of which were opened and the aforementioned situation was identified prior to use and 2 more which were identified as a result of the intentional search. The first photo samples used the needles with calibrator (equipment reagent) and/or serum sample. The needles only came in contact with laboratory personnel who were the ones who opened the syringes and discarded, they did not reach the patient. Additional information received on 18 sep 2024: date of event identified? 21.aug.24 first finding, 02.sep.24 2nd finding is the physical sample available for return for evaluation? The customer does not have the samples, they have already been discarded.